Event description:
It was reported by the customer "when I opened it to use it, I found that the base of the sheath dilator was bent, so I used another item in stock."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent microintroducer is confirmed, but the root cause could not be determined. One 4.5 fr microintroducer was returned for evaluation. An initial visual observation of the returned microintroducer revealed no obvious use residues throughout the returned device. A bend was observed just distal to the orange handles. A microscopic observation revealed the microintroducer sheath and dilator appeared to have no abnormalities along the distal tip. It could not be determined when the microintroducer dilator and sheath became bent, as the product was returned opened. The bending may occur during the manufacture process, during packaging, during transportation of the device, during storage of the device, or during opening and use of the device. This complaint will be recorded for future trending and monitoring purposes.